Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 374 mg/dl. The current blood glucose was 374 mg/dl. Customer treated for high blood glucose with 3.9 units using insulin pump. Based on customer report customer does not allege pump was under delivering. Customer said that she has 2 bubbles on the tubing and decided to change entire infusion system. Customer reported that, she was not receiving insulin and her blood glucose was around 300-400 mg/dl. The insulin pump will not be returned for analysis.